Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code displayed, won't power on) was confirmed. Upon investigation the monitor was unable to power on. A review of the downloaded software flag data confirmed the service code 110 (overvoltage set no energy). The cause for the failures was isolated to a shorted c1 capacitor on the computer/analog pca. The root cause for the shorted c1 capacitor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was unable to power on normally and had been displaying a service code 110 (overvoltage cleared no energy).